Manufacturer narrative:
(B)(4). Date sent: 6/16/2025 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the esophagus gastrectomy procedure the pad was detached and the jaws of the device were charred. The care staff in the procedure reported that the device was disconnected from the generator to turn the patient face down, connected again and worked for a while longer. After the generator issued the alarm to remove the patient's instrument, the cleaning steps of the handpiece were followed, it was reactivated but another alarm came out in the generator to replace the instrument. The gen11 was turned off, they turned it on again and when connecting the harmonic worked a while longer and then it was evidenced through the monitor of the tower the pad in the surgical field. Finally they had to open a competitive energy device.

Manufacturer narrative:
(B)(4) date sent: 7/2/2025 d4 batch #: y70479. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes were any fragments generated? Apparently, from what they managed to see on the tower monitor, the pad came off completely. Did the fragments generated fell off inside the patient? Apparently, from what they managed to see on the tower monitor, the pad came off completely. If yes, were they completely removed from the patient without additional intervention? Apparently, from what they managed to see on the tower monitor, the pad was completely detached and was removed in the same surgical act. This is an analysis of an image submitted for evaluation. The image provided by the customer shows a har11 distal jaw with the tissue pad detached. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number y70479, and no non-conformances were identified.